Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided lot number 2006004. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, pictures of the affected samples were returned for evaluation by our quality engineer team. Through examination of the pictures, the snap clip appears to have a black section. Without the physical sample, we are not able to determine the exact origin and composition of the dark foreign material observed. It is possible that the dark coloring resulted from grease contamination within the molding machine. Based on the preventive measures in place, we believe that this potential cause would be an isolated case with an unlikely chance of recurrence. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported that the inner hub of the bd eclipse¿ needle with smartslip¿ technology was black. The following information was provided by the initial reporter: "while assembling syringe to needle I saw that the inside of the hub of the needle was black where it was supposed to be white."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the inner hub of the bd eclipse¿ needle with smartslip¿ technology was black. The following information was provided by the initial reporter: "while assembling syringe to needle I saw that the inside of the hub of the needle was black where it was supposed to be white."